Event description:
A facility reported that the c-arm on the mayfield composite series skull clamp (a3059) slid across the patient's head to the face. When they inspected, it swivels very easily and could be unlocked with a thumb and index finger. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit showed that there was has a slight up and down movement in the lock, but that would not dictate the tightness of the knob. The disk ratchet and retainer were replaced to remove the moment. Additionally, the index knob was easy to move between the locked and unlocked positions. Further investigation by quality engineering confirms the findings of the service & repair evaluation that the index knob was loose and easy to turn. General maintenance and cleaning were performed. Root cause - complaint confirmed via inspection of the unit. Probable root cause is routine use and wear to the unit. Additionally, improper or suboptimal positioning of the skull clamp can contribute to movement of the patients head within the clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.